Event description:
It was reported that during a da vinci redo hiatal hernia, gastropexy procedure, one side of the tip from the harmonic ace curved shears insert broke off and fell into the patient. The pieces were retrieved form the patient and there was no patient injury. Intuitive surgical, inc. Made several attempts to contact the customer to obtain additional information. On (B)(6) 2014, customer replied back indicating that the broken fragment(s) were retrieved laparoscopically. No additional surgical procedure and no post-operative tests were required to retrieve the fragment(s). There was no patient injury. The surgeon was dissecting the tissue during a da vinci hiatal hernia repair procedure when the insert tip broke. According to the customer, the instrument and the insert were inspected prior to use; there were no physical damages noted and they were in use for approximately 5 minutes and they did not make any contact with another instrument. There have been no reports of patient harm or adverse outcome.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the blade of the harmonic ace broken. The broken fragment was not returned with the instrument. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. This complaint is being reported due to the following conclusions: the tip of the harmonic ace curved shears insert broke off and fell into the patient. The fragment(s) were retrieved laparoscopically and there was no patient injury.